Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31378816l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During a paroxysmal af procedure the patient presented tamponade requiring percutaneous drainage and prolonged hospitalization. The physician's opinion on the cause of the adverse event is that it is linked to the procedure and patient¿s anatomy. Ablation was performed prior to noting the pericardial effusion, but the event occurred when the physician lost his transseptal access and tried to make a new access. The event isn't linked to bwi products. The sheath used for transseptal puncture was cardiaguide sheath. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Patient fully recovered however required extended hospitalization because drainage had been performed to evacuate the blood in the pericardium. So the patient was hospitalized for monitoring.